Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, at the first firing in a laparoscopic right hemicolectomy, the reload was connected to the handle and the opening and closing of the device was checked. When the reload was closed, the doctor felt that the jaws opened much more than usual at closing condition, so they stopped using it and used a new reload. The event occurred during the procedure but the product was not used to the patient.